Manufacturer narrative:
Other applicable components are: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare professional, via the manufacturer representative, reported high impedances were measured on (B)(6) 2016. The combinations c, 3 and 2, 3 measured to be greater than 20,000 ohms. Combination c, 2 was at 306 ohms. It appeared electrode 3 was not conducting. The patient was implanted two weeks prior and x-rays looked okay. The cause of the issue was unknown. It was stated that the patient felt "great" as of (B)(6) 2016 and nothing had been done to resolve the issue as of that point. The patient was indicated for gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the patient was taken back to surgery yesterday and it was found that there was a problem with one of the setscrews that was causing the impedance issue. The doctor removed the lead, wiped it off, reinserted it into the header block, and tightened the setscrews. Impedance returned to approximately 425.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.